Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on october 9, the patient went to the CT room for enhanced CT examination accompanied by nurses. There was no abnormality in the indwelling needle when the water was tested to flush the tube. At the end of the test, the contrast agent suddenly rushed out from the white joint of the indwelling needle, leading to the contrast agent leakage. The indwelling needle involved with this adverse event was discarded. This adverse event occurred at the end of a water trial, and did not involve high-pressure injection. The specific location of leakage was at the needle hub.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on october 9, the patient went to the CT room for enhanced CT examination accompanied by nurses. There was no abnormality in the indwelling needle when the water was tested to flush the tube. At the end of the test, the contrast agent suddenly rushed out from the white joint of the indwelling needle, leading to the contrast agent leakage. The indwelling needle involved with this adverse event was discarded. This adverse event occurred at the end of a water trial, and did not involve high-pressure injection. The specific location of leakage was at the needle hub.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: on october 9, the patient went to the CT room for enhanced CT examination accompanied by nurses. There was no abnormality in the indwelling needle when the water was tested to flush the tube. At the end of the test, the contrast agent suddenly rushed out from the white joint of the indwelling needle, leading to the contrast agent leakage.